Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging particles in the chamber of the device and feels pieces of something hitting her in the face when devices on and wakeup with headaches after using device, ther has been a burning smell that doesn't last long twice before related to a bipap device's sound abatement foam. There was no report of patient harm or injury.     Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, followup report will be filed. Section g1 corrected, g3 was incorrectly captured and h6 updated in this report.